Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1917277) on 20-sep-2019. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(4)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / tired all the time / when she wakes up, she often still tired"), musculoskeletal stiffness ("soreness on waking / when wakes up, she is very stiff"), asthenia ("loss of energy"), discomfort ("discomfort"), depression ("depressive episode"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), dysmenorrhoea ("painful heavy periods / periods have become very painful"), menorrhagia ("painful heavy periods / periods have become very heavy"), diarrhoea ("gastrointestinal problems (diarrhoea)"), chest pain ("chest pain"), generalised oedema ("generalised oedema at night"), eczema ("hand eczema"), calcium deficiency ("calcium deficiency"), bursitis ("elbow bursitis"), plantar fasciitis ("plantar fasciitis"), abdominal distension ("consistently swollen belly"), arthralgia ("joint pain"), memory impairment ("memory gaps"), vertigo ("vertigo"), hypertension ("periodic episodes of high blood pressure"), somnolence ("sleep a lot on the weekends"), pain in extremity ("pain in the legs / pain in her legs as soon as she lay down") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (removal by salpingectomy planned for (B)(4)2019). At the time of the report, the pelvic pain, fatigue, musculoskeletal stiffness, asthenia, discomfort, depression, abdominal pain, adenomyosis, dysmenorrhoea, menorrhagia, diarrhoea, chest pain, generalised oedema, eczema, calcium deficiency, bursitis, plantar fasciitis, weight increased, abdominal distension, arthralgia, memory impairment, vertigo, hypertension, somnolence, pain in extremity and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, arthralgia, asthenia, bursitis, calcium deficiency, chest pain, depression, diarrhoea, discomfort, dysmenorrhoea, dyspnoea, eczema, fatigue, generalised oedema, hypertension, memory impairment, menorrhagia, musculoskeletal stiffness, pain in extremity, pelvic pain, plantar fasciitis, somnolence, vertigo and weight increased with essure. The reporter commented: regular issues were observed from (B)(4)2013, while various examinations did not reveal anything. It was reported that, due to leg pain, sometimes she have to take painkillers in order to sleep. Measures taken at the healthcare institution to treat the patient: over all these years, she had often consulted her general practitioner and taken tests, which never revealed anything even though the symptoms were still there. The device is scheduled for removal by salpingectomy on (B)(4)2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: did not reveal anything. Urine analysis - on an unknown date: did not reveal anything. Lot number: 810882, manufacturing date: 2010/12, expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-sep-2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / tired all the time / when she wakes up, she often still tired"), musculoskeletal stiffness ("soreness on waking / when wakes up, she is very stiff"), asthenia ("loss of energy"), depression ("depressive episode"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), dysmenorrhoea ("painful heavy periods / periods have become very painful"), menorrhagia ("painful heavy periods / periods have become very heavy"), diarrhoea ("gastrointestinal problems (diarrhoea)"), chest pain ("chest pain"), generalised oedema ("generalised oedema at night"), eczema ("hand eczema"), calcium deficiency ("calcium deficiency"), bursitis ("elbow bursitis"), abdominal distension ("consistently swollen belly"), hypertension ("periodic episodes of high blood pressure "), pain in extremity ("pain in the legs / pain in her legs as soon as she lay down"), dyspnoea ("shortness of breath"), discomfort ("discomfort") and nerve compression ("plantar nerve entrapment") and was found to have weight increased ("weight gain"), 2 years 7 months after insertion of essure. On an unknown date, the patient experienced malaise ("malaises"), plantar fasciitis ("plantar fasciitis"), arthralgia ("joint pain"), memory impairment ("memory gaps"), vertigo ("vertigo") and somnolence ("sleep a lot on the weekends"). The patient was treated with analgesics and surgery (removal by salpingectomy planned for (B)(6) 2019). At the time of the report, the pelvic pain, fatigue, musculoskeletal stiffness, asthenia, malaise, depression, abdominal pain, adenomyosis, dysmenorrhoea, menorrhagia, diarrhoea, chest pain, generalised oedema, eczema, calcium deficiency, bursitis, plantar fasciitis, weight increased, abdominal distension, arthralgia, memory impairment, vertigo, hypertension, somnolence, pain in extremity, dyspnoea, discomfort and nerve compression outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, arthralgia, asthenia, bursitis, calcium deficiency, chest pain, depression, diarrhoea, discomfort, dysmenorrhoea, dyspnoea, eczema, fatigue, generalised oedema, hypertension, malaise, memory impairment, menorrhagia, musculoskeletal stiffness, nerve compression, pain in extremity, pelvic pain, plantar fasciitis, somnolence, vertigo and weight increased with essure. The reporter commented: regular issues were observed from (B)(6) 2013, while various examinations did not reveal anything. It was reported that, due to leg pain, sometimes she have to take painkillers in order to sleep. Measures taken at the healthcare institution to treat the patient: over all these years, she had often consulted her general practitioner and taken tests, which never revealed anything even though the symptoms were still there. The device is scheduled for removal by salpingectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: did not reveal anything. Urine analysis - on an unknown date: did not reveal anything. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: as per follow-up information received, case (B)(4) (legacy device report num (B)(4)) was identified as a duplicate of this case. All the information from deleted case (B)(4) has been transferred to this case. New events discomfort, plantar nerve entrapment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / tired all the time / when she wakes up, she often still tired"), musculoskeletal stiffness ("soreness on waking / when wakes up, she is very stiff"), asthenia ("loss of energy"), malaise ("malaises"), depression ("depressive episode"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), dysmenorrhoea ("painful heavy periods / periods have become very painful"), menorrhagia ("painful heavy periods / periods have become very heavy"), diarrhea ("gastrointestinal problems (diarrhea)"), chest pain ("chest pain"), generalised oedema ("generalised oedema at night"), eczema ("hand eczema"), calcium deficiency ("calcium deficiency"), bursitis ("elbow bursitis"), plantar fasciitis ("plantar fasciitis"), abdominal distension ("consistently swollen belly"), arthralgia ("joint pain"), memory impairment ("memory gaps"), vertigo ("vertigo"), hypertension ("periodic episodes of high blood pressure"), somnolence ("sleep a lot on the weekends"), pain in extremity ("pain in the legs / pain in her legs as soon as she lay down") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (removal by salpingectomy planned for (B)(6) 2019). At the time of the report, the pelvic pain, fatigue, musculoskeletal stiffness, asthenia, malaise, depression, abdominal pain, adenomyosis, dysmenorrhoea, menorrhagia, diarrhoea, chest pain, generalised oedema, eczema, calcium deficiency, bursitis, plantar fasciitis, weight increased, abdominal distension, arthralgia, memory impairment, vertigo, hypertension, somnolence, pain in extremity and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, arthralgia, asthenia, bursitis, calcium deficiency, chest pain, depression, diarrhoea, dysmenorrhoea, dyspnoea, eczema, fatigue, generalised oedema, hypertension, malaise, memory impairment, menorrhagia, musculoskeletal stiffness, pain in extremity, pelvic pain, plantar fasciitis, somnolence, vertigo and weight increased with essure. The reporter commented: regular issues were observed from (B)(6) 2013, while various examinations did not reveal anything. It was reported that, due to leg pain, sometimes she have to take painkillers in order to sleep. Measures taken at the healthcare institution to treat the patient: over all these years, she had often consulted her general practitioner and taken tests, which never revealed anything even though the symptoms were still there. The device is scheduled for removal by salpingectomy on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: did not reveal anything. Urine analysis - on an unknown date: did not reveal anything. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant correction after internal review: the event term discomfort was updated to malaises. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 810882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / tired all the time / when she wakes up, she often still tired"), musculoskeletal stiffness ("soreness on waking / when wakes up, she is very stiff"), asthenia ("loss of energy"), discomfort ("discomfort"), depression ("depressive episode"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), dysmenorrhoea ("painful heavy periods / periods have become very painful"), menorrhagia ("painful heavy periods / periods have become very heavy"), diarrhoea ("gastrointestinal problems (diarrhoea)"), chest pain ("chest pain"), generalised oedema ("generalised oedema at night"), eczema ("hand eczema"), calcium deficiency ("calcium deficiency"), bursitis ("elbow bursitis"), plantar fasciitis ("plantar fasciitis"), abdominal distension ("consistently swollen belly"), arthralgia ("joint pain"), memory impairment ("memory gaps"), vertigo ("vertigo"), hypertension ("periodic episodes of high blood pressure"), somnolence ("sleep a lot on the weekends"), pain in extremity ("pain in the legs / pain in her legs as soon as she lay down") and dyspnoea ("shortness of breath") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (removal by salpingectomy planned for (B)(6) 2019). At the time of the report, the pelvic pain, fatigue, musculoskeletal stiffness, asthenia, discomfort, depression, abdominal pain, adenomyosis, dysmenorrhoea, menorrhagia, diarrhoea, chest pain, generalised oedema, eczema, calcium deficiency, bursitis, plantar fasciitis, weight increased, abdominal distension, arthralgia, memory impairment, vertigo, hypertension, somnolence, pain in extremity and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, arthralgia, asthenia, bursitis, calcium deficiency, chest pain, depression, diarrhoea, discomfort, dysmenorrhoea, dyspnoea, eczema, fatigue, generalised oedema, hypertension, memory impairment, menorrhagia, musculoskeletal stiffness, pain in extremity, pelvic pain, plantar fasciitis, somnolence, vertigo and weight increased with essure. The reporter commented: regular issues were observed from (B)(6) 2013, while various examinations did not reveal anything. It was reported that, due to leg pain, sometimes she have to take painkillers in order to sleep. Measures taken at the healthcare institution to treat the patient: over all these years, she had often consulted her general practitioner and taken tests, which never revealed anything even though the symptoms were still there. The device is scheduled for removal by salpingectomy on (B)(6) 2019. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.